Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a mitral valve repair procedure, the catheter was inserted and the balloon was inflated with 2cc of fluid. The first dose of cardioplegia was delivered and it was noted that there were low coronary sinus pressures readings. At the end of the case when the balloon was deflated, no volume could be aspirated from the balloon. It appeared that the balloon had leaked. There were no adverse pt consequences as a result.